Manufacturer narrative:
This malfunction was determined to be reportable as this similar malfunction has previously contributed to a serious injury within the last three years. Reference MFR 9611343-2011-00006. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Event description:
It was reported that there was a systems failure on an innova 2000 system. The system did not recover after the first reset; therefore resulting in a non-recoverable loss of x-ray imaging. No injury was reported.